Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No patient information at time of initial MDR filing. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was not delivering o2 to the patient. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that this reported event was caused by user error. The staff had switched the medical air hoses around. The reported complaint will be noted during preuse testing, as contained in the user manual. The initial MDR was therefore not reportable. Date of manufacture provided. Additional information was received that this reported event was caused by user error. The staff had switched the medical air hoses around. The reported complaint will be noted during preuse testing, as contained in the user manual. The initial MDR was therefore not reportable. Block date of manufacture provided.